Event description:
The user facility reported that they received a positive biological indicator (bi) result for a load run in a v-pro sterilizer. The instruments present in the cycle had been used in patient procedures and the user facility monitored the patients per their hospital protocol; no injuries have been reported.

Manufacturer narrative:
The user facility reported that the processing cycle for the instruments used in the patient procedures was completed successfully with no abnormalities. The cycle printout confirmed that the cycle was completed successfully and all critical parameters were met. A steris service technician inspected the v-pro sterilizer and confirmed that the unit was operating according to specifications. In addition, the facility monitors all v-pro cycles with chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci demonstrates that the load has been processed/exposed to vaporized hydrogen peroxide. The user facility has reported prior mishandling by a new operator of the scbi specifically not checking the caps which they believed to have contributed to this reported event. The instructions for use states, "before use examine biological indicator vial to ensure cap bottom does not extend beyond top arrow on vial label and cap freely rotates." If this occurs, the amount of vaporized hydrogen peroxide reaching the scbi during a cycle is restricted and can result in a positive bi. Retain testing completed on the lot subject of the reported event evidenced passing results; no issues were noted with biological indicators and evidenced passing results (negative result). The device history record also evidences the lot was manufactured to specification. In-service training was conducted on (B)(6) 2011 on the proper preparation, placement, activation and incubation of the biological indicators.